Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition that the device did not work even when the battery was changed was not confirmed. Therefore, an assignable root cause for the reported condition of will not run was not determined. However, during evaluation, it was determined that the device had a sticky trigger and moving parts did not move smoothly-trigger. The assignable root cause was determined to be due to component failure from wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the small battery drive device had a sticky trigger and moving parts did not move smoothly-trigger. It was further determined that the device failed pretest for check for sticky triggers. It was noted that the upper/lower trigger was stuck. It was noted in the service order that the device did not work while in use with a small battery drive casing device even when the battery was changed this event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.